Event description:
It was reported that the patient's implantable cardiac monitor (icm) migrated out of the implanted pocket. The header was reported as exposed, and complete explant was performed without subsequent replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).